Manufacturer narrative:
D10 concomitant products: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a3l1977y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a g7 sensor, confirmed by a fingerstick value of 296 mg/dl, with no pump alarms and no evidence of infusion set leakage; the patient was guided to change the infusion set. Symptoms included elevated blood glucose. Outcomes included successful reduction of glucose to 88 mg/dl after troubleshooting and education. Investigation included remote troubleshooting and user education regarding infusion set replacement and verification of readings. Investigation of this case revealed no device alarms or confirmed hardware malfunction, and the issue resolved after an infusion set change, which suggests an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.